Event description:
It was reported that the user experienced a ¿38 ¿ insulin, consecutive stalled motor¿ alert and an occlusion error; a dry run was performed with successful delivery through 80 units, and the family reported the ilet screen housing was cracked. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to care requiring medical attention. Investigation included troubleshooting and education by phone and review of device performance during the dry run. Investigation of this case revealed the motor functioned during the dry run and the device exhibited external damage consistent with a cracked screen or enclosure. It was concluded that the device had a hardware issue related to a cracked housing while motor function was not impaired during testing, and a replacement device was provided.